Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the phenomenon indicated was that the proper cable was not connected. It is concluded that the root cause of the issue is due to handling. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was not returned for evaluation. During a call, conversation with the user, the technical assistance customer support engineer determined that the user were running sdi (serial digital interface) from the processor through boom (device holding the monitor) into the secondary monitor. This was the slave monitor and the primary monitor was working fine. Both of the connections were attached at the wall connection through the boom, found that there was another bnc (bayonet neill concelman) connector. The user tried the other bnc connector and the image appeared. The user was advised that the connectors should be label on the wall for proper identification so that the issue would not happen again in the future. The system is now functional, the issue was resolved. Based on troubleshooting, the reported issue was confirmed. The root cause of the issue was attributed to unintended use error.

Event description:
It was reported that the device was found with no image. The reporter did not provide further details regarding the event. There was no patient involvement reporter on this event.